Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: eel lite. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous obtuse marginal stenting procedure, the trek rx (2.5-15mm) met resistance with advancement but was able to cross the heavily calcified lesion. During pre-dilatation the trek rx (2.5-15mm) balloon ruptured at 14 atmospheres with the third inflation. The trek rx was removed without resistance and a non-abbott balloon catheter and xience v were able to complete the stenting procedure without difficulties. There was no adverse patient effect or significant delay in the procedure reported. There was no additional information provided.